Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches, stroke and water in patient¿s head. Medical intervention was not specified. The patient reported taking paracetamol for headaches and had a surgery for a shunt ( ventriculoatrial). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.